Manufacturer narrative:
Citation: silva, l.md et al. Performance of surgical risk scores to predict mortality after transcatheter aortic valve implantation. Arq bras cardiol. (2015). Sep;105(3):241-7 doi 10.5935/abc.20150084 earliest date of e-publish/publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the performance of surgical risk factors to predict mortality after transcatheter aortic valve replacement. All data were collected from a multi- center registry between 2008 and 2013. The study population included 418 patients, who were implanted with either a corevalve or a non-medtronic balloon expandable transcatheter valve. Serial numbers were not provided. The study population was predominantly female; mean age 81.5 ± 7.7 years. Among all patients adverse events included: moderate to severe aortic regurgitation, increased gradient measurements >20 mmhg, the implant of a second device, surgical conversion and malpositioning. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.